Event description:
It was reported that this pacemaker exhibited low out of range impedance that resulted in a lead safety switch (lss) on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. Technical services (ts) recommended troubleshooting actions and following steps. The device remains in use. No adverse patient effects were reported.